Manufacturer narrative:
The packaging mandrel was displaced from its original position underneath the packaging tape. The neuron 6f 070 delivery catheter (neuron 070) was stretched approximately 103.0 cm from the hub. The neuron 070 was kinked in multiple locations throughout its length. Evaluation of the returned device confirmed that it was stretched in the distal shaft. If the packaging card is bent during transit or storage, or if the packaging is otherwise improperly handled, the packaging mandrel may slip out from underneath the packaging tape. If the packaging mandrel slips from underneath the packaging tape and an attempt to forcefully withdraw the neuron 070 is made, difficulty may be experienced, and stretching damage may occur. Further evaluation revealed that the neuron 070 was kinked throughout its length. This damage was likely incidental and likely occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing a neuron 6f 070 delivery catheter (neuron 070) for a coil embolization procedure, the physician had difficulty removing the neuron 070 from its packaging and subsequently found that the distal tip of the neuron 070 was stretched. The damaged neuron 070 was found prior to its use and therefore, was not used in the procedure. The procedure was successfully completed using a new neuron 070.